Event description:
It was reported the applicator exploded while inside the package. Per email: product catalog number: 930815 product description: applicator 2% chg 70% isoprpnl 1 step apl 26ml orng hi-lt origin of the issue: product failure//design detail: two of the applicators exploded in the package before they were opened. When I reported the issue to the manufacturer only 1 had exploded. Today another one exploded in the package. Both of the applicators that exploded in the package were returned to the manufacturer. Two applicators out of the package the bottom plastic portion came off and glass broke on two patients. One of the patient was asleep and the other patient was awake when the glass broke on them. One of the packages that exploded directly on the patient was returned to the manufacturer for investigation. Reported to vendor representative. Number of occurrences: 4.0 sample available: true lot number: 0328213

Manufacturer narrative:
Facility did not provide photos/samples to aid in our quality engineer¿s investigation. A device history record was reviewed, and no non-conformances was noted during the manufacturing of this lot. The root cause is attributed to the equipment station for the end cap placement unto the applicator body. Corrective actions were initiated which led to bd conducting a voluntary recall on certain lots of the chloraprep hi- lite orange 26 ml applicator. Bd has confirmed that some of the product, which included this lot, had an applicator end cap that was improperly secured during the manufacturing process which resulted in broken glass dropping out of the applicator. Follow up emdr 7/27/2021 h3 other text : see narrative section

Manufacturer narrative:
(B)(4) initial emdr submission. A follow up emdr will be submitted if additional information becomes available. Imdrf annex e code health effect: clinical code: (B)(4). Imdrf annex a code medical device problem code: (B)(4).

Event description:
It was reported the applicator exploded while inside the package. Per email: product catalog number: 930815 product description: applicator 2% chg 70% isoprpnl 1 step apl 26ml orng hi-lt origin of the issue: product failure//design. Detail: two of the applicators exploded in the package before they were opened. When I reported the issue to the manufacturer only 1 had exploded. Today another one exploded in the package. Both of the applicators that exploded in the package were returned to the manufacturer. Two applicators out of the package the bottom plastic portion came off and glass broke on two patients. One of the patient was asleep and the other patient was awake when the glass broke on them. One of the packages that exploded directly on the patient was returned to the manufacturer for investigation. Reported to vendor representative. Number of occurrences: 4.0. Sample available: true. Lot number: 0328213.